Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly causing upper hinge crack. A review of the device history record for sn (B)(4) was performed from 02/05/2010 to 08/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported a broken hinge on bezel. It was reported there was no patient involvement.